Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise over sensing that appears to be electromagnetic interference (emi) as it is sensed on all leads. There is a more than two seconds pause as the patient has complete heart block. All lead impedances were within normal limits except for two increases on the left ventricular (lv) lead. The crt-d and lv lead remain in service at this time. Reprogramming options were suggested. According to the field representative the patient was having a surgery at the time, so no changes were made. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise over sensing that appears to be electromagnetic interference (emi) as it is sensed on all leads. There is a more than two seconds pause as the patient has complete heart block. All lead impedances were within normal limits except for two increases on the left ventricular (lv) lead. The crt-d and lv lead remain in service at this time. Reprogramming options were suggested. According to the field representative the patient was having a surgery at the time, so no changes were made. No additional adverse patient effects were reported. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device from this report is no longer part of the trending that is mentioned in the past paragraph. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise over sensing that appears to be electromagnetic interference (emi) as it is sensed on all leads. There is a more than two seconds pause as the patient has complete heart block. All lead impedances were within normal limits except for two increases on the left ventricular (lv) lead. The crt-d and lv lead remain in service at this time. Reprogramming options were suggested. According to the field representative the patient was having a surgery at the time, so no changes were made. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded noise over sensing that appears to be electromagnetic interference (emi) as it is sensed on all leads. There is a more than two seconds pause as the patient has complete heart block. All lead impedances were within normal limits except for two increases on the left ventricular (lv) lead. The crt-d and lv lead remain in service at this time. Reprogramming options were suggested. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.